Event description:
Patient claim received. Patient was revised due to pain and high cobalt and chromium levels. Update rec'd 7/16/2014-medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 7/30/2014 update rec'd 7/28/2014 and 7/31/2014-medical records received. A correct doi was date was given. Part/lot information received. After review of the medical records the revision operative note indicated metallosis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 8/13/2014. Update rec'd 8/22/2014- medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 9/8/2014. Update 11/24/2014- medical records received. After review of the medical records for MDR reportability, the revision operative note indicated high metal ions (no lab results provided), the stem is now being added to the complant. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/22/2014.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the reported insert and femoral head. A search of the complaints databases and/or review of device history records against the femoral stem was not possible as the necessary product/lot code combinations were not provided. X-rays and medical records were received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis around the trunnion and metal debris.